Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's sensor revealed inaccurate measurements due to possible respiratory variations. As a result, the patient's sensor has been recalibrated on several occasions via right heart catheterization to address the issue.

Event description:
Follow-up revealed the patient's issue remains ongoing. As a result, the patient will be monitored until otherwise.